Event description:
It was reported that the patient was hospitalized for a non-device related issue. Device interrogation revealed loss of capture and loss of sensing on the right atrial lead. It was also noted that the patient had received a vibratory notification in (B)(6) 2012 due to high pacing impedance, the patient did not follow-up or had the device checked. The device was reprogrammed to vvir and the patient would continue to be monitored. No further information was available.